Event description:
During a surgical procedure, the lamphead detached from the springarm and struck a member of the surgical team, bruising his head and leg. After examination, the surgical team member was released back to work.

Manufacturer narrative:
A berchtold rep visited the site on (B)(4) 2011. It was reported to him that the lamphead detached from the spring arm, fell and struck a surgical team member in the head and arm. The locking key that keeps the lamphead secured to the spring arm was found on the floor. The locking key cover was intact on the spring arm, but the screw that keeps the cover in place over the key was not found. The (B)(4) rep reinstalled the locking key, slid the cover over it, and installed a new screw. The lamphead was verified to be secure and properly functioning. Berchtold could not determine why the screw was missing.